Manufacturer narrative:
(B)(4). Date sent: 1/8/2021. Additional information received: the surgeon stated that he never had issue with flex 60 ever, without and with use of seamguard throughout career. He estimates he had 300+ firings with our staple line reinforcement material. It was not thick tissue or jammed in crotch. The last occurrence happened 3rd to last firing. He was able excise most and suture. All patients doing well. The surgeon stated that he knew at 1/3 mark there was a problem and stopped. His technique: start perpendicular 2 cm from pylorus, black reload, then assesses tissue for thickness in subsequent firings. Typically uses 8-10 reloads per sleeve. Most frequently the problem occurred 3rd to last firing. Have not had issue in bypass procedures. Patients were very high bmi and revision patients. All have been not that thick stomachs, all routine, maybe thinner. All issues been on blue reloads. Once out of antrum, left ribcage used to articulate. Always at a full articulation. The surgeon stated that he¿s been using buttress since 2002. On sleeves he uses buttress on all firing 95+ of time. After inserting device through trocar, can take up to 2-3 minutes before firing due to manipulation. Always fire device with the anvil down.

Manufacturer narrative:
(B)(4). Date sent: 3/10/2021 investigation summary. The analysis found that one plee60a device was returned with no apparent damage and with eleven reloads present. The reload were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. The device was sent to cincinnati for additional evaluation. Upon arrival in cincinnati pi lab, a CT images was performed and the images were taken from this device in the closed position with no reload before the device was fired. Some staples were observed in the knife slot and the knife was noted nicked.

Manufacturer narrative:
(B)(4). Date sent: 11/26/2020. D4: batch # u5dr7d. Upon review of the information provided, it was concluded that this event now meets the FDA defined criteria for a reportable event and is being considered a serious injury. Additional information received: event: it was reported that during a laparoscopic sleeve gastrectomy, the buttressing folded up as stapler fired on last firing and they had an incomplete staple line. Stomach contents were spilling into the abdomen. They used another reload and oversewed to complete the case. The surgeon kept the patient an extra day to observe, but the patient did great. Other than staying for an extra day, all else was normal. Investigation summary. The analysis found that one plee60a device was returned with no apparent damage and with eleven reloads present. The reload were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. H1: MDR decision: serious injury.

Manufacturer narrative:
(B)(4); batch # unk. The lot/batch was not provided, therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the buttressing folded up as stapler fired on last firing and they had an incomplete staple line. They used another reload, and over-sewed to complete the case with no patient consequences.